Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was incorrect label information. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "products with the label indicating cat#368652 were placed in the carton with the label indicating cat#368654."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder there was incorrect label information. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "products with the label indicating cat#368652 were placed in the carton with the label indicating cat#368654.".

Manufacturer narrative:
Investigation summary: bd received 1 shelf carton and 8 photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for incorrect packaging content was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect packaging content. Bd determined that the root cause of the indicated failure mode was attributed to human error. New product of catalog #368652 was placed into the shelf cartons from the previous product run for catalog #368654. This defect was not detected by a packaging associate and was inadvertently packed out.